Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the stopcock connection was loose, which caused the blood to back up. The set was connected to a peripherally inserted central catheter line. The set was changed with a new central venous pressure line set-up. The event occurred at pediatric intensive care unit. Although requested, additional information was not provided.